Manufacturer narrative:
(B)(4). (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 device jaws became overheated. After cooling down the device continued to overheat. A new vasoview hemopro 2 device opened to complete the procedure. No patient harm.